Event description:
It was reported that this right atrial (ra) became dislodged. During an attempt to reposition the lead, tissue in the helix prevented repositioning. A new lead was successfully placed. No additional adverse patient effects were reported.